Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving a sensor error alert. The blood glucose reading was 140 mg/dl. Customer stated that this alert occurred after the initialization period. He stated that the sensor appeared to be fully inserted and flat against the skin. He stated that there was no damage on the connection bridge or pins. A test plug procedure was run and it showed that the transmitter was functioning properly. Nothing further was reported.